Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer received guidance from cts, which included full instructions for performing a pump reset. Caller was walked through the pump reset process, resulting in successful sensor session initiation without recurrence of the error code.